Event description:
Customer reported erroneous low white blood cell (wbc) and platelet (plt) counts and erroneous high red blood cell (rbc) count and hemoglobin (hgb) results for a specific sample when using the coulter lh 780 hematology analyzer. There were instrument generated flags with the results. Erroneous test results were reported out of the laboratory. The physician questioned the results. Same sample was rerun with two different analyzers and correct test results obtained. A corrected report was issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
It was difficult to obtain a blood specimen from this patient. Specimen was drawn in the ward. Unknown whether a syringe or vacutainer was used to draw the patient. Sample was received in the lab in a lavender edta tube (4 ml). Note: edta = ethylenediaminetetraacetic acid. Controls were run before and after the incident. Field service was not dispatched. Data pattern (low wbc/pit and high rbc/hgb) is indicative of an inadequately mixed sample. Additionally, instrument generated messages alert the operator to further review the sample. As per product labeling: "instrument generated messages alerts the operator to further review the sample. Misleading results could occur if you fail to leave space at the top of the tube between the sample and the stopper. Ensure you leave space at the top of the tube between the sample and the stopper to facilitate mixing. Also, ensure that the sample is properly mixed before analysis." This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.